Event description:
It was reported that the patient had a loss of therapeutic effect, specifically noted to be loss of bladder control. The patient stated she had nerve fatigue, and had this prior to the device. Every so often, the patient would have to turn her device off to allow her nerves to rest. Her physician suggested she do this. The patient stated she needed to do this because she started to lose control of her bladder. Once she turned stimulation back on, the patient said she would be fine. The patient had back pain and was interested in a back stimulator and had her concerns answered regarding having both devices. The patient also mentioned she had night time wetness. The nerve fatigue had been occurring since 2007. Multiple device compatibility was reviewed again with the patient. Additional information stated when stimulation was on the patient had ¿problems with her device or therapy and was told it was nerve fatigue.¿ it was noted ¿it stopped after a couple weeks and she had to turn it off for about a week.¿ the week before report the patient was reprogrammed and it had not gotten any better. Reportedly, the patient started having problems with it six months prior to report or maybe longer.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot # v779354, implanted: (B)(6) 2011, product type lead. (B)(4).